Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 20142590. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 20142590. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 20521856. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation since implant. The patient underwent spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively. All explanted device components will not be returned per facility policy.